Event description:
It was reported that pacemaker exhibited failure to capture during its implant surgery. A different device was used to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis was normal. No device problem found.